Event description:
The reporter indicated that the lead was successfully extracted on 9/25/96, after it had aparently dislodged into the pt's ventricle. Using the extraction method, the lead was withdrawn and discarded. The lead was replaced.